Event description:
While trying to position a phenom 27 in a fusiform aneurysm the physician decided to replace the synchro guidewire with an aristotle 24 guidewire. Within two minutes of using the aristotle 24 guidewire the physician removed the wire to reshape the tip. When he removed the wire approximately 1.5 inches to 2 inches of the distal portion of the guidewire broke off and remained inside of the aneurysm. The broken portion of the guidewire was then encapsulated inside of the aneurysm with the flow diverter.

Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the relasing criteria. The complaint device was not returned to the manufacturer for inspection. For these reasons, no results were obtained.